Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a single episode of oversensing that resulted in ten seconds of pacing inhibition. The patient was noted to be pacemaker dependent, however, was under sedation and experienced no symptoms as a result. Review of stored device memory revealed ventricular sensed events in the 80-90 beats per minute (bpm) and 90-100 bpm range, which was below the programmed rate cutoff for a tachycardia episode. The physician will continue monitoring. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.